Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette sensor defective". There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that the cassette sensor was defective. No alarms were found in review of event log. Visual and functional testing was performed. The reported problem was not verified by functional testing. Performed full standard preventative maintenance. The device passed all functional tests after the repair.